Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion is out of calibration, which was reproduced during evaluation. A review of the event history log identified downstream occlusion is out of calibration as downstream occlusion messages. The cause was determined to be a downstream sensor being out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.